Manufacturer narrative:
This report is submitted on november 12, 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. There are plans to explant the device; however, this has not occurred as of the date of this report.